Event description:
The customer reported the ventilator alarmed and displayed blower temperature high message. The customer reported that there was no patient involvement.

Manufacturer narrative:
The philips fse confirmed the reported problem. Turned on unit and the fse could hear the blower oscillating. The replace blower assembly and the unit passed all functional testing. Office contact information: (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed blower temperature high message. The customer reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.